Manufacturer narrative:
Eval summary co is unable to complete the investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point co considers this matter closed.

Event description:
The pt, a noninsulin dependent diabetes mellitus, visited his surgeon for a routine appointment on 5/19. He was feeling tired and faint. His girlfriend took him to the emergency room where a hosp meter (unknown brand) read high (>500) and a lab result was 780 mg/dl. It was reported that his one touch ii meter was providing readings in the "40's and 50's." He was treated with intravenous fluids and insulin.